Event description:
This complaint is now reportable based on the analysis completed in 2008. It was reported that during a coronary drug eluting stenting treatment procedure, the 2.50x24 mm taxus express2 drug eluting stent would not cross the lesion and the shaft kinked. The 90% stenosed lesion being treated was located in the calcified, moderately tortuous mid left anterior descending (lad) artery. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good". However, the returned product revealed stent damage and the stent moved on the balloon.

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. Initial visual examination of the returned device revealed distal stent damage. Some of the stent struts were severely misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. The stent had moved distally on the balloon. Two severe kinks were found on the hypotube one was measured at 24.5cm and the second at 26cm distal from the strain relief. This type of damage is consistent with excessive force having been applied to the device. Solidified contrast media was present inside the inflation lumen of the device. Visual examination of the tip revealed tip damage. The tip was flared. This type of damage is consistent with guidewire movement. The balloon was visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. A review of the manufacturing documentation found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause classification of operational context. This complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specification but due to anatomical/procedural factors encountered during the procedure performance was limited.